Event description:
It was reported that pacing inhibition, noise oversensing and failure to capture in bipolar configuration on the right ventricular (rv) lead of this pacemaker. High amplitude noise was noted specifically when touching the pacemaker while in bipolar configuration. The patient was emergently hospitalized as their intrinsic rhythm was 15 bpm. Temporary reprogrammed to unipolar configuration was performed. A lead fracture is suspected, and the patient will remain hospitalized pending lead replacement. This pacemaker and rv lead remain in-service at this time. No additional adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and disposed of. No additional adverse patient effects were reported.